Event description:
Pt in surgery and coded. The defibrillator was called for and brought into o.r (operating room) suite. It was ordered to be set at 360 joules, but when they went to defibrillate, it did not discharge. This was tried twice with no discharge. Another machine was requested, however the pt converted back to sinus tachycardia before the other machine arrived. After investigation of the event, it was found that the staff had attempted to insert the "hands on" or paddle cord into the "hands free" outlet. It was learned that the panel and outlet on the front of the machine is for hands free. In order to use the paddles, the front panel must be removed to expose the outlet for the paddles. Both outlets and plugs look identical , although they will not plug in tightly to the incorrect outlet, they do go in partially and the staff thought that it was in place for defibrillation. Would suggest that the plugs and outlets be either color coded, or dimensional changes so they cannot be confused.